Manufacturer narrative:
An event of stroke was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported stroke could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date and year, a 25mm navitor valve was implanted in a patient. On (B)(6) 2024, it was discovered that the patient had a stroke once they were brought down to recovery. They administered tissue plasminogen activator. The symptoms resolved themselves and the patient is doing ok. The valve is working fine.